Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, in 2008, the pt fell off his bike, and hit his head after being struck by a car. Reportedly, the pt was not wearing a bike helmet, but there was no blood present. The pt did report pain which was treated with an ice pack. Reportedly, later that day, the pt went swimming and when he put the device back on, he reported no sound. Exchanging the external equipment did not solve the problem. Results of an integrity test done about one month later, showed the receiver/stimulator was not functioning. A CT scan was scheduled for the next day. No info on explantation/reimplantation plans have been provided.